Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03319. This report is being submitted as additional information. Approximate age of device- 5 years (calculated from the date of purchase to the date of the event). Manufacturer's investigation conclusion: although the reported no external power events were confirmed through log file analysis, a specific cause could not be conclusively determined through this evaluation. Device history records indicate that the device was manufactured without the v-lock ac power cord and met applicable specifications. The patient remains ongoing and no further issues have been reported at this time. Heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that during a log file analysis performed by manufacturer¿s technical services, it was observed that on (B)(6) 2017 at 5:36:03 am it appears the patients mobile power unit (mpu) came loose from ac power prompting the patients system controller to enter power save mode. This took place for a few seconds prior to being resolved. The pump performance was not affected from these incidents. Additional information was requested, but was not provided.